Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on the rv channel, elevated thresholds and loss of capture. The outputs for the rv lead were increased to resolve the issue. The lead remains implanted. No adverse patient effects were reported.